Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope noise occurred, and suspected leak at the root during preparation for use. During inspection and evaluation, (1) noise is generated, and no image is produced due to damage to the imaging section and (2) due to damage to the imaging unit, the screen turns black, and no image is produced. (The image will be restored.) There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: several scratches throughout the device, adhesive on bending section has a chip, due to damage on lock engagement lever, bending section cannot be fixed firmly, and switch 1 is dirty. The investigation is pending and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer later confirmed they were able to complete therapeutic procedure, but it is unknown if the device was switched out. No further details related to this event will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The operation manual describes how to inspect for the suggested event 1 and 2 in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.